Event description:
Patient is a 46 year old female who underwent explantation of bilateral breast implants per medical advice on 3/26/92. The date of implantation and the manufacturer of the implants are unknown to this reporting facility. This patient reports to have developed capsular formation post-operative, and more recently has had problems with degenewrative arthritis and irritable bowel syndrome and complaints of chest pain. There did appear to be a calcified capsule around the implants. Gross description: both implants appear intact with no exudate of contents. Microscopic description: no inflammation and no foreign body reactiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other, none or unknown. Invalid data - on device destroyed/disposed of status.